Event description:
As reported by our edwards lifesciences japanese affiliate, during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a sapien 3 ultra resilia valve, a balloon aortic valvuloplasty (bav) was performed with an edwards bav catheter and determined that the 23 mm was the correct valve size to be implanted. Subsequently, an acute aortic regurgitation due to native valve collapse developed which resulted in hemodynamic instability. Cardiac massage and percutaneous cardiopulmonary support were performed, and the hemodynamics became stable. The procedure proceeded and the 23 mm sapien 3 ultra resilia valve was implanted. Post valve implantation, paravalvular leak (pvl) was observed and a post-dilation was performed. An echocardiography was then performed, and it revealed an ascending aortic dissection. A thoracotomy was performed to resolve the event which resulted in the valve being explanted.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report no: 2015691-2023-12994 for the aortic dissection event. Per the instructions for use (IFU), hypotension (hemodynamic instability) is a known potential adverse event associated with the overall transcatheter heart valve (thv) procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the thv procedure can be non-operative or high risk, have complex medical histories and have multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is not uncommon and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate the distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of percutaneous cardiopulmonary support (pcps) may be required. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, a bav was performed and acute aortic regurgitation (ar) due to native valve collapse developed which resulted in hemodynamic instability. Cardiac massage and percutaneous cardiopulmonary support (pcps) were performed. The hemodynamics then became stable which allowed the procedure to proceed. There was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive; however, the event could be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.